Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h4, h6, h11. Distribution history: this complaint unit was manufactured at csi on 11/03/2021 under wo#'s (B)(4) and shipped on 11/24/2021. Manufacturing record review: DHR's 310577 & 296641 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions in reference to rf leakage and 'not working'. It is not clear what the issue is on this unit based on the brief description. Complaints with rf leakage was observed to be a set up issue by end users & generally not confirmed and 'not working' is too vague to link complaints to until the unit is returned. Product receipt: the complaint unit was placed on RMA #r550002544 to a return. The unit was not returned as of 6/12/2024. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: as the unit was not returned a root cause is not possible. No corrective actions are possible as the unit was not returned. Should the unit be returned, this complaint will be updated accordingly. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure on (B)(6) 2024, the leep system would not cut or coag. Unit displayed rf leakage error. Unable to complete procedure. No patient harm reported. No additional information available. Lp-10-120 leep 2024-04-0000267.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h6, h7, h8, h11. Correction: g1. Product receipt: the unit was evaluated by service & repair june 24, 2024. Visual evaluation: visual examination of the complaint unit did not reveal any obvious signs of physical damage. Functional evaluation: it was confirmed the complaint condition where the unit was able to be powered up but had no output in any of the modes. Upon review by engineering, an inductor on the high voltage circuit was noted to be broken. This aligns with the problem description on the complaint. Root cause: as this device was in use for 3 years and no indication of an issue on the DHR the broken lead has been determined to have been due to a sudden impact, possibly dropped. The inductor is secured in place with a ty-wrap. However, the inductor is a heavy component and can shift with sufficient force such as a drop to break a lead. Normal handling and movement cannot cause this damage. Root cause is attributed to handling error. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.